Event description:
The customer reported that an error code displayed on the system and there was no fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep unable to duplicate the "no fluoro" problem. He made several fluoro exposures. The system operates properly at this time.